Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down and had a potential incident. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device powered down and had a potential incident. Per the good faith effort (gfe) response received on 12nov2025, a patient turned off the device overnight, but it was an unwitnessed event and cannot be confirmed; there was no patient harm involved, and no issue is known to have caused it. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse could not duplicate the reported issue of power loss but recommended that the customer replace the internal battery with a philips battery to correct any intermittent issues that using an aftermarket battery may cause. The customer informed the fse that the battery replacement will be performed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.